Event description:
Procedure type: low anterior resection. According to the rptr: device used in the first scopy channel, during the surgery, the balloon broke and lost a lot of air. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).